Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported leakage. Entry description: this is a complaint about leak from the connection between c180j and mfx2409 (anticancer drug elplat). It was reported that after investigating the leak in pir44114173 (pr12557895), bd determined that the leak was from the c35 component (c180j) rather than the mfx2409.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one n35 injector, a mfx2409 device, and a c180j spike connector, all connected together were provided for evaluation. Functional testing was first performed by connecting the n35 injector to the c180j spike connector and then to an infusion bag. Liquid was introduced into the bag via a syringe connected to the n35 injector, and the liquid flowed correctly with no leakage observed. Next, a water pressure test was conducted by submerging the c180j in a container of water and applying air pressure through the connections. This test checks for bubbles as an indication of leakage. No bubbles were observed, confirming that no leakage occurred. Finally, we tested all components provided by the customer (n35, c180j, and mfx2409). The n35 injector was connected to a syringe containing liquid, which was then attached to the customer-supplied c180j. This component was connected to the mfx2409, along with the customer¿s n35 injector attached to a protector. The liquid passed through the entire system and exited correctly through the protector, with no leakage observed at any connection point. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot number involved in this incident is unknown, a device history review cannot be performed. Based on our sample evaluation, we were unable to identify a root cause related to the product or manufacturing process at this time complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.